Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high pacing impedance, inadequate capture, fracture and poor sensing on the right ventricular (rv) lead. No changes or intervention were reported. The patient was in stable condition.